Event description:
It was reported that the patient experienced hypoglycemia reported at 58 mg/dl and subsequently overtreated the low, resulting in rebound hyperglycemia; troubleshooting focused on education regarding the 15 grams of carbohydrate and 15-minute recheck guideline, and no device alerts or alarms were reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for user education without clinical intervention or hospitalization. Investigation included a telephone assessment and user counseling on hypoglycemia treatment technique. Investigation of this case revealed user technique error related to overtreatment of hypoglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial